Manufacturer narrative:
Pump performed within specifications. Cylinder was functional. Cylinder had a fatigue leak. Tubing was functional.

Event description:
Additional information acquired on 2/11/97 indicates the reservoir was left in place.